Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit also had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Preceding the button error, the pump buttons had become unresponsive. Troubleshooting was initiated for the button error alarm. The customer confirmed that she had been out of the country recently and that the weather was hot and humid and the pump was in her bra; she may have sweated on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.